Event description:
The customer contacted beckman coulter (bec) to report a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and found that the red blood cell (rbc) bath was loose and was leaking. The fse replaced the rbc bath and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the rbc bath was loose. (B)(4).